Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire was returned wrapped around itself. The torque device was not returned on the guidewire. Analysis of the returned device revealed that the guidewire was slightly bent at approximately 16.0cm from its distal end. The guidewire was shaped on its distal section. There were no anomalies observed to the hydrophilic coating. The ptfe (polytetrafluoroethylene) coating was scraped on several places along its proximal between 5.0cm section and 43.0cm section. The guidewire was introduced and advanced through the demonstration excelsior sl -10 catheter distal end during functional evaluation. There was slight resistance encountered during advancement of the guidewire through the microcatheter. The guidewire torque was checked and was observed not to be smooth due to the bends on the device. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/ or introducer sheath; however, because both accessory devices were not returned with the guidewire and there is no information about an introducer sheath being used during the procedure, the cause of the ptfe peeling cannot be definitely determined.

Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating on the guidewire was scraped/ peeling. No consequences to the patient were reported.